Manufacturer narrative:
The logs for the navigation system were evaluated by medtronic personnel. The logs showed that the reported issue was consistent to a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) , and/or 510k provided as this device is not released for distribution in the united states. No parts were replaced. No parts have been received by manufacturer.

Event description:
A medtronic representative reported that while in a procedure with navigation system, after registration when the computer was about to be used in sterile field the software exited unexpectedly. When the cranial software was relaunched it was functioning normally. The site had proceeded with the procedure. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact to patient impact.